Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedances were run and electrodes four, eight and nine were out of range above 10000. The system was not tested at a higher amplitude because of the discomfort of running an impedance test. The lead configuration was noted to have one lead with electrodes 0-7 at c2-3 and the other lead with electrodes 8-11 at the dorsal root and that the dorsal root lead only had two electrodes to use. Further information received from the representative reported that images were taken after the patient's fall and showed the dorsal root lead having an almost 90 degree bend at the end of it. It was noted that the lead might need revision at some time, but there was currently no planned interventions. It was unknown what caused the impedances to be out of range. The indications for use were non-malignant pain and head/neck (non-malignant). No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.